Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: during which firing stroke did the device lock (1st, 2nd, 3rd, or 4th)? - in the 1st firing stroke. Was there any difficulty opening the device jaws? No. How was the procedure completed? It was made traditional suture at the non-stapled site. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. For the ec60a, the lot # n92725 provided was invalid. Do you have the correct lot/batch number? Our sales rep informed that there was possible a typing error. For the ecr60b, the lot # n41a63 provided was invalid. Do you have the correct lot/batch number? Our sales rep informed that there was possible a typing error. Please consider the lot number n4la63.

Manufacturer narrative:
(B)(4). Batch # n55y0r the ec60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge not loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastroplasty for morbid obesity by video procedure, during the use, the stapler locked during the stapling. The staples did not close and the blade cut the tissue, causing bleeding in the patient. Unknown how case was completed. Unknown if there were consequences for the patient.